Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6, 1.9, lab: 3.1, 3.1. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.6 (old strip lot #248203), 1.9 (new strip lot #254609). Pt's therapeutic range: 2.5 - 3.5 inr.